Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter was transferred to the field. The technician tried to flush the central third lumen, but the solution would not exit the tip. The patient was not affected, and the product never touched the patient but was transferred to the sterile field. The catheter was not repaired. There was no leak. Tego was not utilized. There was no problem with the luer adapter. Saline flush was the cleaning agent used on the device. The insertion site was handled prior to product placement. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. No other defects or damages were found on the product. The remedial action performed was used and replaced with a with a different catheter, and the procedure was completed. There was no blood loss, and blood transfusion was not required. No medical intervention or treatment is required as a result of the event. There was no reported patient outcome.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the returned device noted two catheters. A guidewire was inserted into the third port of both catheters, and resistance was felt at the catheters' tip. The guidewire could not be advanced through the tip in either direction. The tip of each catheter was cut open and it was revealed that there was flash from the tip obstructing the opening. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter was transferred to the field. The technician tried to flush the central third lumen, but the solution would not exit the tip. The patient was not affected, and the product never touched the patient but was transferred to the sterile field. The catheter was not repaired. There was no leak. Tego was not utilized. There was no problem with the luer adapter. Saline flush was the cleaning agent used on the device. The insertion site was handled prior to product placement. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. No other defects or damages were found on the product. The remedial action performed was used and replaced with a different catheter, and the procedure was completed. There was no blood loss, and blood transfusion was not required. No medical intervention or treatment is required as a result of the event. There was no reported patient injury.